Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and source of the endoleak could not be entirely determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was performed, but only a single imaging viewpoint (a-p) was observed in the films provided, thereby making determination of the endoleak difficult. A type ia endoleak is unlikely as the implant of the endurant cuff did not exclude the endoleak. Although type iiib endoleaks are unlikely to have occurred during index, anatomical characteristics that could have caused a fabric tear (i.e. Calcification) leading to an acute type iii fabric endoleak appeared to be present. It is also possible that this was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and aneurysm sac volume may have also contributed to this endoleak. B5; additional information received: it was reported the physician initially believed that the endoleak was a type ia endoleak, so an endurant cuff was implanted to treat the endoleak, which was not resolved. After repeated angiographic imaging, it was found that the main stent had serious membrane leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the endovascular treatment of a 70-80mm ruptured aaa .  It was reported that during the index procedure, the stent deployment and  implant process was strictly followed.  However, after po stoperative radiography, it was found that there was contrast agent overflow in the aneurysm cavity. Initially it was thought was  normal membrane infiltration. The patient was transferred to the ward but it was noted that the patients blood pressure fluctuated particularly violently about an 1 hour later. The patient was then immediately transferred back to or for an angiography. The contrast imaging was performed via multiple angles and it confirmed the endurant ii bifurcate had a serious endoleak. It could be clearly seen that the contrast medium leaked from the needle hole where the multiple coverings and the metal suture were stitched together.  Per the physician the cause of the event is a  quality problem. It was stated the needle hole of the covering membrane was too large, resulted in serious leakage of the membrane.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.